Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "air-in-line alarm" was not reproduced. Evaluation sent the device to flow lines for ultrasonic sensor us air testing which passed. A review of the event history log revealed "air-in-line!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the ultrasonic sensor calibration out of specification. The ultrasonic sensor required to be recalibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed air-in-line during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.